Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing that resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken to explant and replace the system with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.